Event description:
It was reported that device movement/shift and a leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. A leak was present post implant but the implanting physician decided to leave the device implanted knowing further intervention may be needed in the future. Approximately 6 months later on (B)(6) 2021, the patient returned to the cath lab to seal the 6mm leak around the device as the device shifted more anteriorly. A non-boston scientific device was used to seal the leak. The patient tolerated the procedure well and no residual leak was noted on angiography or transesophageal echo (tee) assessments.